Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed customer's claims; negative samples had higher rlus, and positive samples had lower than expected rlus. Hologic product applications specialist (pas) reviewed logs and saw the run prior to the wl in question used the same reagent kit and failed due to an invalid negative control. Pas recommended discarding this kit as it was likely contaminated, and the remaining runs were valid with good kinetics. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 278579 on panther instrument sn (B)(4) which had lower rlu values than expected. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.